Event description:
It was reported that the bd smartsite¿ needle-free connector was occluded. The following was received from the initial reporter: customer reports 'first side couldn't be flushed, second side flushed fine....tried flushing first side again and it worked without issue. '

Manufacturer narrative:
H6: investigation summary: a 20019e7d sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22065478. The feedback provided by the customer suggests an occlusion was detected during use of the smartsite device, however, after disconnecting and reconnecting the product it was possible to achieve fluid flow. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065478 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ needle-free connector was occluded. The following was received from the initial reporter: customer reports 'first side couldn't be flushed, second side flushed fine....tried flushing first side again and it worked without issue. '